Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to failure of cubie tray in drawer. A field service engineer reseated the row board connector, retractor band, and pyxis bus ribbon cable connector. Replaced drawer board and retractor band. The cubies were relocated to a new drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawers were not detected on communication bus. The customer reported that the user was able to remove the medication from other sources and there was about 5 hours delay and no disruption to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported that bd pyxis medstation es system drawers were not detected on communication bus. The customer reported that the user was able to remove the medication from other sources and there was about 5 hours delay patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, h6, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-dec-2022 to 05- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was due to water underneath the cubie tray. The field service engineer reseated the row board connector, retractor band, and pyxis bus ribbon cable connector and replaced the drawer board and retractor band but no result. Then he also replaced the cubies with a new drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.